Manufacturer narrative:
Hill-rom techs were at the account and denied access to the bed to perform an investigation. On (B)(4) 2012 hill-rom contacted the account requesting additional info regarding the event. The account indicated that no additional info would be released. Hill-rom is not aware if the bed caused or contributed to the pt's death or the date and time of the pt's death.

Event description:
The account's biomed stated that the caregiver had the pt standing along the side of the bed and the pt became tired. The caregiver was placing the pt back into the bed while starting to lower the bed and the bed went into trend and the pt fell over. The pt required surgical intervention on the right lower leg and died sometime after.